Event description:
Sales rep and surgeon believe the stem in the box was not a solution stem, but rather a 1557-05 aml stem which had been mismatched. The complaint system manager believes it is a porocoat location problem on a mma solution stem and that misetch is not involved. There was no pt injury due to the minimal delay of 5 minutes.